Event description:
In 2009, the patient reported that she removed a full insulin cartridge from the infusion device and the plunger became stuck to the piston rod resulting in insulin spilling into the cartridge compartment. She was educated on the proper procedure for removing the insulin cartridge. She was advised to switch to her backup infusion device and to allow the primary device to air dry for 24 hours. Upon follow up about 4 days later, the patient stated that the primary infusion device was dry. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.